Event description:
It was reported that this right ventricular (rv) lead was explanted due rising impedance measurements and high capture thresholds. This rv lead was successfully replaced. No additional adverse patient effects were reported.